Manufacturer narrative:
Product analysis summary: visual and optical examination confirm tips of the tap is splayed, with minute pieces of the tip broken off approximately 180 degrees apart, indicative of off-axis use of the tapping instrument with respect to guidewire.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent a posterior cervical spinal procedure and the 5.5mm tap split and bent at the tip during use. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.